Event description:
Customer reported a button error alarm on the insulin pump. It was reported that the bolus button and the esc buttons on the insulin pump were frozen. Customer's current blood glucose reading is 109 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No frozen button or button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and missing end cap sticker.